Event description:
It was alleged that a patient suffered a transient ischemic attack (tia) on (B)(6) 2022. The patient reportedly was using coaguchek xs meter serial number (B)(4) around the time of the event. The patient's therapeutic range is reported as 2.5 - 3.5 inr. The patient's testing interval is reported to be usually every two weeks. The patient is reportedly receiving stem cell treatment on her knees and she is supposed to closely monitor her inr while on this treatment. At 8:30 p.m. On (B)(6) 2022, the patient allegedly had a meter result of 2.8 inr. It was reported that the patient's warfarin medication was adjusted by an unknown amount based on this value. On (B)(6) 2022, it was reported that saliva ran down the patient's mouth, she was stuttering, and her fingers were not working well. The patient's husband reportedly asked her if she needed to go to the emergency room and she said no. The patient was allegedly not able to drink a glass of water. The patient reportedly had to call her husband for help and she was still stuttering. It was reported that the patient went to bed and then saw the doctor the next day for knee treatment. The patient was allegedly sent to the emergency room on (B)(6) 2022 and her husband drove her there. The patient was then allegedly admitted to the hospital due to low inr. The patient was reported to have been hospitalized from (B)(6) 2022 to (B)(6) 2022. It was alleged that at the hospital, the patient's inr was too low and they had to give her lovenox. The patient's inr results while in the hospital are not known. It was reported that the patient was not able to be released from the hospital until her inr was within the therapeutic range. The patient reportedly had to be taken off of the estrogen pill that she had been taking since a hysterectomy in 1992. It was reported that in the hospital, it was believed that the tia could have been caused by the patient's estrogen pill, but they were not sure what caused the tia. The patient did not test with the meter again until 2:00 p.m. On (B)(6) 2022 and she received a result of 2.2 inr. The patient's current condition was not provided. The following information was requested, but not provided: information on why the patient's warfarin dose was adjusted based on the meter reading from (B)(6) 2022. The patient's warfarin dosage after the tia event. Information on the patient's stem cell treatment including when the treatment started, whether the treatment was performed on (B)(6) 2022, and how often the patient receives this treatment. Information on inr results and therapeutic changes between (B)(6) 2022 and (B)(6) 2022. This medwatch is being submitted out of an abundance of caution.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation - the occupation is patient/consumer.